Event description:
Reporter indicated that pt was experiencing an increase in seizures, and that it was believed that the pt's pulse generator was nearing end of service. Pt's pre-vns baseline seizure rate is unk to manufacturer at this time. Battery life calculation performed by manufacturer yielded 0.08 years remaining until the elective replacement indicator would read "yes". Good faith attempts are being made to obtain add'l info.